Event description:
It was reported that when using the bd pyxis¿ medbank tower, an incorrect barcode was scanned while issuing an item. The item had a barcode; however, when the barcode was scanned, the system indicated that the scanned barcode was incorrect. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the barcode stated that it was scanning the wrong barcode. A technical support specialist instructed on customer what to do when barcode states it was scanning the wrong barcode to resolve. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.